Manufacturer narrative:
(B)(4). Physio- control evaluated the device and was unable to verify or duplicate the reported failure. Physio continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During testing, the customer reported that the device would not deliver charged energy and logged event codes in the memory. There was no patient use associated with the event.